Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Note: prior csl replacement reported under MDR 3007972010-2022-00020. Cvrx ID# (B)(4).

Event description:
During a follow-up on the week of (B)(6) 2022, the patient reported experiencing tugging in their neck. A chest x-ray was performed, and when images were reviewed on 01-dec-2022, it was observed that the csl was twisted. A procedure was performed on (B)(6) 2022, and it was noted that the csl was twisted, and the ipg suture loops were still attached to the ipg but had pulled out of the fascia. The ipg and csl were replaced. As a prior lead repair had occurred due to a twisted lead related to twiddling, the ipg was placed subpectorally and sutured with two sutures in an attempt to prevent a recurrence in the future. At the first follow-up following the replacement, the patient was doing well, and the lead pulling had resolved. It was noted that the patient played the saxophone, and the neck strap rubbed on the ipg. It was unknown if the twisted lead was affected by the saxophone strap or if the patient twiddled their device.